Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to go past the main screen. Troubleshooting was performed. It was found that the customer was in block mode. They were assisted with turning block mode off and the customer was able to deliver a bolus. The customer¿s blood glucose during the incident was 428 mg/dl. The insulin pump will not be returned for analysis.